Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 10/20/99 at a retail vendor. On 11/18/99 she sought medical treatment for pain and infection at the piercing site. The earring was removed and the site drained. She was prescribed antibiotics.